Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported troubleshooting on the insulin pump was performed due to customer experiencing highs and being hospitalized. Customer's blood glucose was over 33 mg/dl. The drive support cap was normal. Settings on device were correct. Customer did not have a tubing clamp but a hemostat was used to perform high pressure test, device passed. Customer stated she was going high due to bent cannula and was concerned because she has been having bent cannulas and the device does not alarm no delivery. Customer requested the device to be replaced. No further information reported.